Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high bipolar and unipolar thresholds and high bipolar and unipolar impedance. It was also reported the rv impedance was unstable. It was determined the implantable pulse generator (ipg) setscrew was loose and was easily reattached. The lead and ipg were revised and remain in use. No patient complications have been reported as a result of this event.